Event description:
The following was reported by the attorney for the pt: (B)(6) 2004 - the pt underwent inguinal hernia repair with kugel patch. On (B)(6) 2009- the pt underwent surgery which revealed that the mesh was folded up on itself and was quite palpable and the rigid circular ring in the mesh that was designed to give it the rigidity appeared to have a break in it. The attorney alleges the pt experienced severe pain and permanent damage to the ilioinguinal nerve. The pt has suffered bodily injury and harm.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all patient, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The attorney alleges the kugel patch had folded on itself and the ring appeared to be broken. Medical records have not been provided and a sample was not returned. Additionally, a lot number was not provided, therefore a manufacturing review is not possible. With the currently available info, no conclusion can be drawn.